Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight pcbs, which resolved the customer reported issue. The ventilator passed electrical safety, calibrations, short self-tests (sst) and extended self-testing (est). Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a distorted top display. There was no report of patient involvement.